Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint. Failure analysis investigation confirmed the customer reported failure mode. The instrument's pitch cable at the distal clevis hub was broken. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument it was noted that the instrument had broken cables. There was no report that any fragment(s) from the instrument fell into a patient during a surgical procedure and there was no report of any patient harm involving the reported instrument.